Event description:
As reported by the user facility (translation of user facility info by (B)(6)): delivery inaccuracy pump 8713050, with sn (B)(4). Pump gives alarm; too many drops afterwards the fluid was administered 2.5 hours earlier than intended.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b braun (B)(4) (MFR). This report has been identified as b braun (B)(4). The device is currently shipping from the (B)(6) to bb lab in (B)(4) for investigation. A f/u report will be provided after the inspection results are available.